Event description:
The customer reported a stitching problem, which can potentially lead to a misdiagnosis. A child was involved in the event.

Manufacturer narrative:
(B)(4). The investigation showed that the automatic stitching process can lead to an incorrect image if not analyzed correctly. It was reported that the customer was using the sys incorrectly and as a result of pt movements, pt breathing and ruler movement could lead to automatic stitching. Based on this reported issue the customer has been retrained on how to review the individual images against the composite image.